Manufacturer narrative:
Troubleshooting of the device with the customer identified that their battery pack was expired with a labeled expiration date of 09/2022. The cause of their AED not powering on was identified as a failure to maintain the AED.

Event description:
A customer reported that their AED would not power for a rescue attempt on a male patient who was down for approximately two minutes after possibly hitting their head. It was reported that the AED was not used, and that the patient survived.